Event description:
It was reported that (1) device was used during a laparoscopic hepato-pancreatic procedure. It was reported by the affiliate that the tsw35 instrument was empty (no staples). The surgeon put some over stitches to complete the case. The device was discarded.